Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 20 mm long and had an accessory renal artery on the left side. The physician tried to save the accessory renal artery and placed the original bifurcated stent graft a bit low which resulted in a proximal type I endoleak. After several follow-up appointments, the decision was made to place an aneurx cuff which successfully resolved the endoleak. Currently the aortic neck measured 24 mm in diameter and 12 mm in length with 40 degree angulation. The vessels are moderately tortuous and mildly calcified. The aortic neck dilated over time. It was reported that during routine follow-up, a proximal type I endoleak was found at the level of the cuff that was placed at the accessory renal artery. The physician elected to place a 28/28/70 endurant cuff at the level of the lowest true renal artery. The physician also elected to extend both common iliac stent grafts to the level of the hypogastric arteries bilaterally with a 16/28/82 endurant stent graft on the left common iliac artery and a 16/16/82 endurant stent graft on the right common iliac as a prophylactic measure. The physician stated that the proximal type I endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).